Event description:
It was reported that this lead was explanted and replaced due to an unknown product performance issue at this time. No additional adverse patient effects were reported. Further information regarding product return status has been requested.